Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 30.0 mmol/l. The customer treated with manual injection. Customer's blood glucose value was 10.8 mmol/l at the time of the call. Customer reported that the high blood glucose levels began a day prior to call. Troubleshooting was performed. The drive support cap appeared normal. There were leaks and air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the displacement test. Customer also reported a possible leaks on the tubing connector that attaches to the reservoir. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product is not expected to return for analysis.